Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was used during a ureterolithotripsy procedure on (B)(6) 2018. According to the complainant, during introduction when they attempted to use the catheter, the catheter wrinkled when advanced through the guidewire. It was also reported that it was dropping pieces like it was decomposing. The procedure was completed with another contour vl¿ stent. There were no patient complications reported a result of this event. The patients' condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information surrounding the event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A contour vl stent was returned for analysis. A visual evaluation of the returned device was performed and found that the proximal section (bladder pigtail) was buckled/accordion. There were no other anomalies or damages encountered. The complaint that the device was buckled/ accordioned was confirmed, however the complaint that the device began to drop pieces as if it were decomposing was not confirmed.therefore the most probable cause for the complaint event will be documented as "not confirmed - returned" the complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Based on the product analysis, the failure found of stent buckled/accordioned was identified during introduction and inside the patient. Probably procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. It is most likely that during procedure the device could have been manipulated, since the failures found are issues that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, ¿operational context¿ is selected as the most probable root cause for this investigation finding. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.a search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a contour vl¿ stent was used during a ureterolithotripsy procedure on (B)(6) 2018. According to the complainant, during introduction when they attempted to use the catheter, the catheter wrinkled when advanced through the guidewire. It was also reported that it was dropping pieces like it was decomposing. The procedure was completed with another contour vl¿ stent. There were no patient complications reported a result of this event. The patients' condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information surrounding the event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.